Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while grasping the tissue during a laparoscopic sleeve gastrectomy, the jaws were broken. They replaced the device to complete the case. There was no patient injury.